Event description:
On (B)(6), 2016, a patient underwent treatment of a type b uncomplicated aortic dissection with two conformable gore® tag® thoracic endoprostheses. The maximum aortic diameter size of the treated area is not available. The patient tolerated the initial procedure. On (B)(6), 2016, a cta revealed the maximum diameter of aortic aneurysm/lesion was 51mm. From (B)(6), 2017 to (B)(6), 2018 cta revealed that the maximum diameter of aortic aneurysm/lesion increased in size from 54mm to 74mm. On (B)(6), 2018, a cta revealed the aneurysm measured 36mm. On (B)(6), 2018, a cta revealed the aneurysm measured 37mm. Reportedly, on (B)(6), 2017, the patient underwent endovascular procedure and an additional endograft (unknown) was implanted. On (B)(6), 2017, a coil embolization of outflow vessels to the thoracic aorta false lumen was performed. On (B)(6), 2017, a distal type I endoleak was identified. According to the information provided the event was related to aortic device or procedure, however the device involved was not available. Reportedly, on (B)(6), 2018, the patient underwent conversion to open repair. It is not known whether gore devices were explanted. Additionally, a hematoma was noticed and on (B)(6), 2018, the patient was returned to or for evacuation of hematoma. No further adverse events have been reported.

Manufacturer narrative:
B.5. Updated. H.6. Conclusion code 2: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak, aneurysm enlargement, and hematoma.

Manufacturer narrative:
Also was involved tgu343410/15036706, UDI # (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, hematoma, reoperation and surgical conversion. The date of event will be used as (B)(6) 2017, the date of the additional endovascular procedure.

Event description:
On (B)(6) 2016, a patient underwent treatment of a type b uncomplicated aortic dissection with two conformable gore® tag® thoracic endoprostheses. The patient tolerated the initial procedure. On (B)(6) 2016, a cta revealed the maximum diameter of aortic aneurysm/lesion was 51mm. From (B)(6) 2017 to (B)(6) 2018 cta revealed that the maximum diameter of aortic aneurysm/lesion increased in size from 54mm to 74mm. On (B)(6) 2018, a cta revealed the aneurysm measured 36mm. On (B)(6) 2018, a cta revealed the aneurysm measured 37mm. Reportedly, on (B)(6) 2017, the patient underwent endovascular procedure and an additional endograft (unknown) was implanted. On (B)(6) 2017, the coil embolization of outflow vessel to thoracic aorta false lumen was performed. On (B)(6) 2017, a type I endoleak was identified. According to the information provided the event was related to aortic device or procedure. Reportedly, on (B)(6) 2018, the patient underwent conversion to open repair. Additionally, a hematoma was noticed and on (B)(6) 2018, the patient was returned to or for evacuation of hematoma. No further adverse events have been reported.